Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. The manufacturer¿s field service support confirmed the report of power switch green led (light emitting diode) had illumination failure and replaced the power switch overlay to address the issue. Performed periodic preventive maintenance. No other abnormalities were confirmed.

Event description:
The customer reported faulty led indicator. There was no patient involvement.